Event description:
It was reported that high impedance was observed on the patient's device during a normal and system diagnostic test. X-rays were taken and sent to the manufacturer for review. Based on the images provided, no obvious source of the high impedance condition was identified. Although no gross lead fracture can be observed, a micro-fracture in the lead cannot be ruled out. A portion of the lead is possibly behind the generator and cannot be visualized, therefore a lead fracture in that portion of the lead cannot be ruled out. The patient was referred for a revision surgery however surgical intervention is not known to have occurred to date.

Event description:
It was reported that the patient has had a full revision surgery due to high impedance. The explanted lead and generator have not been received by the manufacturer to date.